Manufacturer narrative:
Event date: exact date unknown, event occurred six month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty keeping ipg charged and maintaining the stimulation. It was also stated that the patient ability to walk was affected the stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred six month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty keeping ipg charged and maintaining the stimulation. It was also stated that the patient ability to walk was affected the stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.